Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that the defibrillation charge on their device is delayed. This issue may prevent the device from providing therapy if it were needed.there was no patient use associated with the reported event.